Event description:
It was reported that this right ventricular (rv) lead inappropriately delivered therapy due to farfield oversensing of atrial fibrillation (af) signals on the ventricular channel. Technical services (ts) reviewed the reports and provided reprogramming and troubleshooting actions, such as x-ray to evaluate the lead position. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device delivered inappropriate anti-tachycardia pacing (atp) and one shock. The device remains in use. No additional adverse patient effects were reported.